Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicating that the patient had a new ins implanted, and their symptoms improved immediately after, then they gradually had trouble managing symptoms again. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said they have a sensitive body and if they are on one program for too long, "it's like putting your hands on a chalkboard." They noted that they can only keep stimulation set to a certain program for 10 days to 2 weeks. Caller also said program 3 was aggravating and programs 1 and 4 hurt them. They noted that these sensations and having to change programs started occurring "at least a year or two ago." The caller noted that their healthcare provider (hcp) called the manufacturing company and was told to stay on programs 2 and 3 (caller does not know the date their hcp called the manufacturing company or the name of the employee the hcp spoke to). The patient also noted that program 2 was perfect and then "quit working," was "not providing enough stimulation," and that they reached the upper limit. The patient also noted that their patient programmer (pp) was "really slow." No further patient complications have been reported as a result of this event.